Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. The dm liner showed a surface without visible defects, while the ceramic ball head showed some signs on the rim, probably occurred during the extraction, and on the inner taper, due to the connection with the stem. From the received pieces it was not possible to determine the root cause of the event.

Manufacturer narrative:
Batch reviews performed on 19 april 2017. Lot 162317: (B)(4) items manufactured and released on 25 july 2016. Expiration date: 2021-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 162719 (k112115) (B)(4) items manufactured and released on 26 august 2016. Expiration date: 2021-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
The patient came in due to signs of infection. The infection is confirmed as staphyloccocus. The surgeon washout the hip and swap the head and liner. The surgery was completed successfully. X-rays are not available. Explants are available.